Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the customer was alleging the insulin pump for the under delivery of the insulin. The customer's blood glucose level was 390 mg/dl at the time of the incident. The customer's current blood glucose level was 505 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting. The customer was alleging the insulin pump because the customer stated that he changed the battery and he woke up in the morning with the high blood glucose level and he treated himself at night with the insulin pump at night but insulin pump did not give him insulin. The insulin pump will not be returned for the analysis.